Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. Mr was a result of procedural conditions (either related to disease progression or cascading effect of the slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed in (B)(6) 2019 to treat functional mitral regurgitation (mr). Echo imaging was non-optimal due to the anatomy and imaging. Three clips were implanted, reducing mr from 4+ to 1. On (B)(6) 2019, echocardiogram was performed, mr had increased to 3. It is unclear if mr increased due to disease progression or if the clip detached from one leaflet and remained attached to the other leaflet (slda). The patient is being monitored. No additional information was provided.